Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit and failed batt test alarms during testing. Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Customer's family member reported via phone call that the reservoir compartment was cracked. The customer¿s blood glucose was 250 mg/dl at the time of incident and another blood glucose value was 260 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap appears to be normal. The device will be returned for analysis.